Event description:
It was reported that the pt underwent a posterior lumbar fusion at l2-5. It was reported that the setscrews would not seat properly in the bone screw. Seven set screws were used before the bone screw was removed and replaced. Shavings from the set screws were visible in the wound site. No add'l pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.